Event description:
Guide wire was used through a winged arterial needle to gain venous access to the left sub-clavian vein during permanent pacemaker insertion. Upon withdrawal of the guidewire, a piece of the wire's plastic coating approx 8"long was apparently shaved off by the needle and remains in the pt.